Event description:
The complainant reported a patient was on impella cp support and during support, the patient was taken to have a sepsis workup. The location of the sepsis is unknown and therefore it is unknown if the impella was related to the sepsis. Additionally, the patient had arrhythmias. The p level was switched to p 8. Support was continued. Care was withdrawn two days later and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the arrythmia was not determined. Evidence has not been provided, the root cause of the sepsis cannot be determined. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿